Event description:
It was reported the device was implanted after the use by date (ubd). No additional information on patient status or outcome was reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0lw7n, implanted: (B)(6) 2014, product type: lead. (B)(4).